Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 19jul2019.

Event description:
It was reported that the unit declared a blower temperature high error code and then shut down. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date received by manufacturer: 30sep2019 date of report: 01oct2019 the manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer to review the unit's significant event log to isolate the cause of the unit shut down. The customer reported only the code 1122 was found. The customer also confirmed the air inlet filter was clean and the circulation fan was working; however, the filter was occluded. The technician advised the customer to clean the dust and replace the filters, then to run the unit overnight to see if overheating can be duplicated. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.